Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks due to noise and oversensing on the right ventricular (rv) lead. A lead integrity alert (lia) triggered for high-rate non-sustained episodes and increased sensing integrity counters (sic). There were also noise warnings. Impedance was high and fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.